Event description:
A malfunction was reported on the pump by the caller, which did not result in an adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.